Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was supposed to be stimulating both of their legs but the ins was only working on their left leg and their right leg was the worst leg but the ins wasn't working on their right leg. The manufacturer's patient services specialist (pss) asked the patient if the ins was already programmed to work for both legs and patient said no. Pss therefore understood that the issue had been since implant. Pss redirected patient to their healthcare provider (hcp) to further address the reported issue. Patient said that they had a follow-up appointment with hcp onapril 3rd. Additional information was received from the patient. It was reported that therapy is only working on half of their left leg and they're also feeling stimulation high in their chest, across from heart. Patient implied, in addition, stimulation was needed in the right leg which is not working what-so-ever adding they are back to the same old pain. Patient said they were at the point to where the unit could be taken back out because they are having more pain now than before implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.